Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#n3g1376y); egia60amt, egia60amt egia 60 artic med thick sulu (lot#n3g1376y); egia60amt, egia60amt egia 60 artic med thick sulu (lot#n3g1376y); egia60amt, egia60amt egia 60 artic med thick sulu (lot#n3g1376y); egia60amt, egia60amt egia 60 artic med thick sulu (lot#n3g1376y); egia60amt, egia60amt egia 60 artic med thick sulu (lot#n3g1376y); egia60amt, egia60amt egia 60 artic med thick sulu (lot#n3g1376y); egia60amt, egia60amt egia 60 artic med thick sulu (lot#n3g1376y); sigphandle, sig power sigphandle handle (sn:unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (sn:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, while testing the opening and closing of the jaws when the 9 reloads were installed, it was observed that the front part of the jaws felt more open than usual. A new reload with a different lot number was used to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident device found that clamping mechanism was deformed due to thick tissue.